Event description:
The recipient is reportedly experiencing redness and swelling on the ear. The recipient was prescribed antibiotics for the swelling and possible infection. The otologist believes the redness and swelling is due to the weight of the sound processor and the pressure on top of the ear.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection and swelling reportedly resolved. This is the final report.